Manufacturer narrative:
This report will be updated if additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a follow up. Interrogation of the device found the remaining longevity was significantly decreased, down from 14.5 years in august 2019 to 4 years currently. Device data was submitted to technical services for review. Engineering review confirmed the device was depleting prematurely, due to an abnormal increase in power consumption. It was noted there was sufficient battery capacity to support therapy and replacement for at least 90 days. Additionally, intensified follow-ups could be performed and a repeat analysis towards the end of 90 days could be considered if more time was needed. The field representative confirmed the patient would be seen again in may 2021 and a new save to disk would be submitted. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced four months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated if additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker presented for a follow up. Interrogation of the device found the remaining longevity was significantly decreased, down from 14.5 years in (B)(6) 2019 to 4 years currently. Device data was submitted to technical services for review. Engineering review confirmed the device was depleting prematurely, due to an abnormal increase in power consumption. It was noted there was sufficient battery capacity to support therapy and replacement for at least 90 days. Additionally, intensified follow-ups could be performed and a repeat analysis towards the end of 90 days could be considered if more time was needed. The field representative confirmed the patient would be seen again in (B)(6) 2021 and a new save to disk would be submitted. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced four months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker presented for a follow up. Interrogation of the device found the remaining longevity was significantly decreased, down from 14.5 years in august 2019 to 4 years currently. Device data was submitted to technical services for review. Engineering review confirmed the device was depleting prematurely, due to an abnormal increase in power consumption. It was noted there was sufficient battery capacity to support therapy and replacement for at least 90 days. Additionally, intensified follow-ups could be performed and a repeat analysis towards the end of 90 days could be considered if more time was needed. The field representative confirmed the patient would be seen again in may 2021 and a new save to disk would be submitted. No adverse patient effects were reported. The device remains implanted and in service.